Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage occurred. The patient was scheduled for a rotablator procedure. The physician used a 7fr system with an extension catheter for support and the rotablator was used twice. Next the physician attempted to pass a 4.0 x 20 mm promus element plus stent into the support catheter but met resistance at the opening of the support catheter, so he removed the device and found the stent was flared. This occurred at the preparation step, the stent never entered the patient anatomy. The procedure was completed with another of the same device. No patient complication were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).